Event description:
The reporter contacted animas on (B)(6) 2012 alleging the battery life is shorter and has begun to reboot to verify the screen on it's own in the past 2 weeks. The reporter stated that lithium batteries have always been used in this pump. During troubleshooting with customer support, the reporter verified that the battery cap was tightened securely, but confirmed that the yellow "o"-ring is visible on the battery cap, denied damage to the battery cap and battery compartment, and stated there was no visible corrosion. The reporter verified that the battery cap was replaced about 3 months ago. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power interruption issue remained unresolved.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported power interruption issue; however, the complaint was verified in the history. The black box verified evidence of power on resets. There are no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. Performed a load, rewind, prime with no issues. The pump was exercised for 24 hours using the returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; defects were observed. The battery cap contact height and width were found to be in specification. Unrelated to the complaint, the pump failed a leak test. A battery compartment leak and keypad leak were found. There is visible corrosion in battery compartment. The pump cover was removed to inspect for internal moisture ingress, none was found. No evidence of damage to battery flex or power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.